Manufacturer narrative:
Device analysis summary: visual analysis of the product indicated no defect observed to gel nor to syringe.

Event description:
Additional information: healthcare professional additionally reported that no patient contact was made but the problem occurred during injection.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported a defective juvéderm vollure¿ xc syringe and stated that while using the syringe ¿it exploded.¿ further follow up with the healthcare professional indicated that the syringe was about ¿two-thirds¿ full when the product ¿exploded out¿ and the needle disengaged from the syringe. No injuries were reported. The packaged needle was used.